Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. On (B)(6) 2021, the patient¿s cgm displayed 300 ¿ 330 mg/dl and he was self-treating with insulin from his tandem pump. However, the cgm value remained between 300 ¿ 330 mg/dl, he became symptomatic, confused, and called emergency medical services (ems). He was taken to the hospital by the paramedics, diagnosed in diabetic ketoacidossi (dka) with a bg over 600 mg/dl, and admitted to the intensive care unit (ICU) for four days. He reported his liver enzymes were elevated at the time of discharge but have since returned to normal. Subsequently, the patient has discontinued the use of the dexcom and tandem systems and uses the freestyle libre system. At the time of report, the patient was instable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.